Event description:
Caller reported performa system blood glucose results of 175 mg/dl, 106 mg/dl, and 91 mg/dl within 10 minutes. No adverse event was reported. Strips not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not returned.